Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy. Pod was worn less than an hour.

Manufacturer narrative:
The device was received undeployed. The pod completed first prime at 46 pulses and was deactivated at 46 pulses. The device was deactivated before completing the priming sequence. No issues capable of preventing the deployment of the needle were observed.